Event description:
It was reported that a strange substance was observed to be inside of the original packaging before use. Reportedly, the customer observed that there were 7 add'l units that were affected. There were no pt complications reported.

Manufacturer narrative:
The device was not returned for eval.